Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The operator informs that personal protective equipment (ppe) was worn, and their skin did not come in contact with the cleaner fluid. The operator cleaned the area of clothing with water and stated that there was no injury. Siemens investigated the event and was informed that the atellica ch cleaner bottle cap was closed before its removal from the atellica ch 930 analyzer. The bottle was unavailable for investigation, and the atellica ch 930 analyzer is operational. The potential cause of the spill is due to an incomplete cap closure or operator error. No siemens product problem is identified, and no further evaluation is required.

Event description:
The operator was replenishing the atellica ch cleaner on the atellica ch 930 analyzer and spilled the fluid on herself. The operator was wearing personal protective equipment (ppe) and confirmed no direct skin contact with the fluid. There are no reports of patient intervention or adverse health consequence due to the spill of atellica ch cleaner.